Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. Error code 1720 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is a defective backup capacitor. The backup capacitor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1720. There was patient involvement and unknown patient harm/adverse event reported.